Event description:
The patient presented with fatigue and a high gradient. The valve was explanted and intraoperatively it was noted that the leaflets were impeded. When the physician cleaned the valve, it functioned normally.